Manufacturer narrative:
A2: age at time of event: 65 years old at the time of study enrollment. E1 - initial reporter email: added.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the clinical trial. The target lesion #001 was in the left proximal superficial femoral artery, left mid superficial femoral artery extending up to left distal superficial femoral artery with 3.9 mm proximal reference vessel diameter and 4.5 mm distal reference vessel diameter with lesion length 172 mm with 100 % stenosis and was classified as tasc ii c lesion. Prior to the treatment of target lesion with study devices, pre-dilation was performed using 4 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by using study devices, 6 mm x 60 mm eluvia drug eluting stent and 5 mm x 200 mm ranger drug coated balloon. Following treatment, post-dilation was performed using 5 mm x 60 mm sterling pta balloon. Following treatment, the final residual stenosis was noted to be 0%. On the same day of index procedure, dissection of grade a was noted due to 0.018 x 135 cm rubicon catheter. In response to the complication, balloon dilation and bailout stenting was performed. Post treatment, the final residual stenosis was noted to be 0% and the complication of dissection was resolved and, the subject was discharged from hospital. It was further reported that baseline core-lab angiography findings dated 13-dec-2023 revealed: grade 0 thrombus, grade 0 timi flow, with 100% baseline stenosis, tasc ii type of d and absence of aneurysm. In addition, post drug coated ballon, study device analysis revealed grade 0 thrombus, absence of aneurysm, timi flow of grade 3 and dissection of grade c with 54% in-segment post stenosis. Post drug eluting stent, study device analysis revealed grade 0 thrombus with timi flow of grade 3, and absence of aneurysm or dissection.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug eluting stent and ranger drug coated balloon on (B)(6) 2023 as a part of the clinical trial. The target lesion #001 was in the left proximal superficial femoral artery, left mid superficial femoral artery extending up to left distal superficial femoral artery with 3.9 mm proximal reference vessel diameter and 4.5 mm distal reference vessel diameter with lesion length 172 mm with 100 % stenosis and was classified as tasc ii c lesion. Prior to the treatment of target lesion with study devices, pre-dilation was performed using 4 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by using study devices, 6 mm x 60 mm eluvia drug eluting stent and 5 mm x 200 mm ranger drug coated balloon. Following treatment, post-dilation was performed using 5 mm x 60 mm sterling pta balloon. Following treatment, the final residual stenosis was noted to be 0%. On the same day of index procedure, dissection of grade a was noted due to 0.018 x 135 cm rubicon catheter. In response to the complication, balloon dilation and bailout stenting was performed. Post treatment, the final residual stenosis was noted to be 0% and the complication of dissection was resolved and, the subject was discharged from hospital. It was further reported that baseline core-lab angiography findings dated (B)(6) 2023 revealed: grade 0 thrombus, grade 0 timi flow, with 100% baseline stenosis, tasc ii type of d and absence of aneurysm. In addition, post drug coated balloon, study device analysis revealed grade 0 thrombus, absence of aneurysm, timi flow of grade 3 and dissection of grade c with 54 percent in-segment post stenosis. Post drug eluting stent, study device analysis revealed grade 0 thrombus with timi flow of grade 3, and absence of aneurysm or dissection.

Manufacturer narrative:
A2: age at time of event: 65 years old at the time of study enrollment.